Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis finding: the 4.00mmx12mm nc emerge mr, ous balloon catheter was returned for analysis. A visual and tactile examination of the hypotube identified a kink on the shaft at 63cm from the hub, and there were no issues with the shaft polymer extrusion of the device. A detailed microscopic examination of the balloon material identified a 4mm longitudinal tear or rupture in the middle of the balloon. There were no identified issues along the shaft polymer extrusion of the device, tip profile and the markerbands. No other device issues were identified during returned product analysis. Device history record review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the event. The patient's anatomy was moderately tortuous, moderately calcified and 90% stenosed rca lesion.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post procedure.